Event description:
It was reported that a revision procedure was performed on (B)(6) 2013 in which two 8.5m x 55mm screws from a competitor were being removed and replaced with spinal USA, reform 8.5mm x 55mm screws. Upon inserting the new screws, the tip of two reform polyaxial drivers sheared off in the screw head when the screw was seated approximately 3/4 of the way. The tips were removed using a frazier sucker tip and the screws were successfully seated using another instrument that was readily available. Information provided indicates patient had very hard bone. There was no significant delay in procedure reported as a result.

Manufacturer narrative:
Reported event includes two (2) fractured drivers from the same lot number therefore, only one report is being filed for this event. Product evaluation is in process. Upon completion, a follow-up medwatch report will be filed.